Event description:
Title: intermittent suction unit. When the control knob was set to continuous suction, no suction was available at the inlet. Upon inspection it was noted that the overflow safety trap was stuck in the raised position, occluding vacuum. No fluid was in the trap. Follow-up inspection of other new units indicated that approximately 15 other units had the same problem. This is the first known occurrence of this type at this facility. The manufacturer was not notified of this incident. There were no adverse consequences for the patient.